Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with tiredness, lack of energy and shortness of breath. Upon device interrogation, the right ventricular (rv) lead exhibited loss of capture, intermittent capture at max output, sudden undefined impedance qualified as high and a suspect fracture. The physician noted that it looked as if the rv lead slack had pulled back and possible clavicular crush had occurred. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.